Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, that lay pt contacted lifescan (lfs) alleging that her one touch ultra mini meter reverted to the set up mode. The medical surveillance specialist (mss) spoke with the pt at about two weeks later, and obtained additional info included below. The pt told the mss she was unable to obtain a blood glucose reading on the reported product before she took her nph and regular insulin at about 11:00 am on the event day, and she estimated an average dose to take. She said she broke into a sweat a couple hours afterward while she was in her car. She came into the house and was finally able to get a reading of 79 mg/dl, which she said is low for her. She treated herself with food and drink. The pt told the mss she had changed the meter battery prior to the alleged issue. The pt's products were replaced. The complaint is reported because the pt alleges the lfs meter reverted to the set up mode and she was unable to obtain a blood glucose result. She claims she took insulin and became sweaty after the product issue occurred.